Event description:
It was reported that a cadd solis vip pump exhibited a "cassette attached error." No patient harm has been reported at this time.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 17-sep-2021: the event occurring during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. The error was found also in event history log. Dso sensor was not operating as intended and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.